Event description:
It was reported that during a stenting treatment procedure, a catheter break and detachment occurred. Using the right femoral approach, the procedure treated the 99% stenosed target lesion located in the severely calcified proximal to mid left anterior descending artery (lad). A non bsc guide wire was advanced and attempted to cross the lesion but a vessel dissection occurred. Bail out treatment placed a 4.0x9.0mm non bsc stent in the proximal lad. Treatment proceeded in the mid lad, and a 2.5x12mm promus stent was implanted distal to the mid lad. Next, a 3.0x23mm promus stent was advanced but could not cross the lesion. A 2.75x12mm non bsc stent was advanced but also could not cross the lesion. Finally, two additional promus stents (2.75x12mm, 3.5x12) crossed the lesion and were implanted in unspecified order. A final ivus was performed with an atlantis catheter, confirming that the 3.5x12mm promus stent was not apposed to the vessel wall. When withdrawing the atlantis catheter, resistance was encountered and the physician was unable to either push or pull the catheter. The physician then forcibly pulled the atlantis catheter and approximately 20cm of the catheter detached. The physician attempted to advance a guide wire but it did not cross the lesion. A decision was then made to perform surgery to remove the dislodged atlantis catheter fragment and the patient was transferred to another hospital. At the other hospital, a percutaneous coronary intervention was performed using a gooseneck snare to remove the dislodged atlantis catheter. However, an implanted promus stent and an implanted non bsc stent were also removed with the catheter. While removing these back through the delivery sheath to exit the patient, the atlantis catheter again got stuck. A femoral cutdown was performed and the atlantis catheter and stents were removed outside the body. No further patient complications were reported and the patient status is recovered.

Event description:
It was reported that during a stenting treatment procedure, a catheter break and detachment occurred. Using the right femoral approach, the procedure treated the 99% stenosed target lesion located in the severely calcified proximal to mid left anterior descending artery (lad). A non bsc guide wire was advanced and attempted to cross the lesion but a vessel dissection occurred. Bail out treatment placed a 4.0x9.0mm non bsc stent in the proximal lad. Treatment proceeded in the mid lad, and a 2.5x12mm promus stent was implanted distal to the mid lad. Next, a 3.0x23mm promus stent was advanced but could not cross the lesion. A 2.75x12mm non bsc stent was advanced but also could not cross the lesion. Finally, two additional promus stents (2.75x12mm, 3.5x12) crossed the lesion and were implanted in unspecified order. A final ivus was performed with an atlantis catheter, confirming that the 3.5x12mm promus stent was not apposed to the vessel wall. When withdrawing the atlantis catheter, resistance was encountered and the physician was unable to either push or pull the catheter. The physician then forcibly pulled the atlantis catheter and approximately 20cm of the catheter detached. The physician attempted to advance a guide wire but it did not cross the lesion. A decision was then made to perform surgery to remove the dislodged atlantis catheter fragment and the patient was transferred to another hospital. At the other hospital, a percutaneous coronary intervention was performed using a gooseneck snare to remove the dislodged atlantis catheter. However, an implanted promus stent and an implanted non bsc stent were also removed with the catheter. While removing these back through the delivery sheath to exit the patient, the atlantis catheter again got stuck. A femoral cutdown was performed and the atlantis catheter and stents were removed outside the body. No further patient complications were reported and the patient status is recovered. .

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device, was returned for evaluation. The following was observed: the catheter was returned in two pieces with a stent, three guidewires, one guide catheter, and one balloon catheter. The distal tip portion, three guidewires, and one balloon catheter were stuck in a stent when received. Blood was observed on the broken distal tip. The distal tip imaging window assembly was broken off and measured approximately 27.5cm long. The broken distal tip is not brittle. The imaging core appeared to be stretched approximately 20cm long. The guidewire exit port was lifted and ripped approximately 1.5mm long. Kinks were observed in the sheath assembly at 14.1cm, 14.4cm, 14.8cm, 15.5cm, 16.7cm, 17.5cm at the proximal side. Imaging core wind up in the telescope assembly was observed during visual analysis. No other issues or defects were observed during visual and functional analysis of the returned device. The device failed to meet specifications when received. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. A probable cause of anticipated procedural complication was assigned to the patient surgery complaint, based on the surgery performed to remove the devices from the body. (B)(4).

Manufacturer narrative:
(B)(4).